Event description:
It was reported by service report that the nut fell off the wheel and the caster horn is bent. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Caster, nut.